Manufacturer narrative:
The allegation is against 2 of 4 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8296858. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8070383. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03533. It was reported the patients right s2 and s3 leads had migrated. As a result, surgical intervention was undertaken wherein the migrated leads were explanted and replaced. It is unknown which of the leads migrated.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.